Manufacturer narrative:
Failure analysis (fa) lab received a vela front panel assembly. The vela front panel assembly was installed into a known good vela unit. Fluid ingress was visible on the panel screen. The unit was powered on in service mode and the touch screen was unresponsive. This reported event considered a known issue addressed with an internal action. The vela front panel assembly was scrapped.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the front panel became non-responsive and shows delamination. No patient involvement.